Event description:
The customer stated that a falsely reactive architect havab-igg result was generated for one patient. An initial result of 2.58 s/co (reactive) retested at 0.35 s/co (nonreactive). The customer believes the nonreactive result is correct. An abbott field service engineer replaced the washzone 1 manifold on the architect i2000 analyzer to resolve the issue. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. False positive result.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and replaced the vortexer, syringe valve, wash zone manifold and pipettor. The likely cause of the issue was determined to be the wash zone manifold and pipettor. Quality metrics were reviewed for the wash zone manifold and pipettor. No adverse trends were identified. Both parts were replaced because they were worn out from normal use. Based on the investigation which included review of the complaint information, historical data, and product labeling, no product deficiency was identified.